Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator movement disorders. It was reported that the patient was in the hospital. The reason for their hospitalization was related to the patient's parkinson's. It was stated the family member/friend didn't believe it was related to a problem with their neurostimulator, but they didn't know. The patient wasn't able to speak or swallow. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was having difficulty swallowing and was in patient, and the physician question if the deep brain stimulator (dbs) was to blame. There were no environmental/external/patient factors that may have led or contributed to the issue. An impedance check was done for the right subthalamic nucleus (stn) and left stn. The right side measured in range; however, on the left side, contact 2 measured high. It was noted that with the clinician tablet, the left stn displayed a high impedance at contact 2 of 8,795 in monopolar and 8,692 in bipolar. The impedance were check with the clinician programmer, and at 3.00 volts, the impedance measured 5,278 at contact 2. The physician didn't want to make any programming changes at this time and didn't believe the issue of swallowing was being caused by the device. No interventions were taken at this time. The patient's medical history was listed as parkinson's disease. The patient's status at the time of the report was alive no-injury. No further patient complications have been reported as a result of this event.